Event description:
Device 2 of 2. Please see MFR report #1627487-2010-01477 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. During the procedure, the doctor inserted the needle into the patient, and observed fluid coming out of the needle and concluded that he had accidentally punctured the dura. The doctor tried another location and successfully implanted the leads. Post-operation the patient reported having a headache but was otherwise satisfied with the stimulation. The patient was prescribed a medication for the headache and instructed to lay flat and increase his caffeine intake.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.